Manufacturer narrative:
(B)(4). The 900pt501 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the 900pt501 breathing circuits and the optiflow opt844 nasal cannulae used in both incidents were returned to fisher & paykel healthcare and were visually inspected and performance tested to check for tightness of the connection between the cannula and the hbt. Results: the returned cannulae were tested with two known good hbts and it found that the a tight connection was achieved for both of the cannulae. When the cannulae were connected to either of the returned hbts it was found that the connection was looser than with the production samples. It was noted, however, that neither of the subject hbts leaked when connected to flow. The dimensions of the proximal connector of the two complaint hbts were checked against the specifications for this connector and it was found that the connectors from both of the complaint hbts were out of specification. In both cases the connector diameter was less than the required size as specified in the product specification. As part of our investigation, the proximal connectors from a sampling of hbts on the production line were checked. All of those measured were found to meet the required specification. A lot check revealed no other complaints for lot 141203. Conclusion: this is the only complaint of this nature that we have received for the airvo heated breathing tube. We will continue to monitor for any recurrence of this issue. In the event of a system leak, the airvo will produce a visual and auditory alarm and the airvo user manual instructs the caregiver to "check that the heated breathing tube is not damaged and that it is plugged in correctly." The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported that an optiflow interface disconnected from a 900pt501 airvo heated breathing tube and that this happened on two occasions. No patient consequence was reported.